Event description:
The pt originally received a protege everflex stent in 2008. In 2009, angiography showed that the stent had several fractures with a secondary dislocation in the middle part, causing a complete occlusion. An emergency intervention was performed via a stent in stent procedure.